Event description:
It was reported that the device was used during a lap cholecystectomy proceure. The far distal tube that causes the jaws to come together was misaligned and as a result, the clips were falling out loose. This occurred on the first firing. Clips were removed from the pt without difficulty. The case was completed with a second el5ml. There were no pt consequences. Upon further inspection of the device, the jaw is fractured and a piece, which is approx 3x3mm in size, is in the bag with the device. The customer reports that only clips were removed from the pt, and no other pieces had to be removed. This piece is being returned along with the device.

Manufacturer narrative:
Info anticipated, but unavailable at this time.